Event description:
Reference number (B)(4). Event occurred in france. It was reported that the patient who experienced that infusion set was leaking on (B)(6) 2025. No further information was available.